Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during the procedure, the microsensor was zeroed and with the reference pressure of 509mmhg. Then after the microsensor was implanted into the patient, the pressure was -17mmhg and increased to 80mmhg gradually. Finally, the physician changed with another of the microsensor to complete the procedure with the pressure of 40mmhg. There were no delays and no adverse consequences.

Manufacturer narrative:
UDI (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.